Event description:
It was reported that the 9900 system locked up during set up prior to a case. The 9900 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was possible faulty. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.